Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/14/2016 patient claim received. A sticker sheet was provided. Updating part and lot for the head and liner.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04/11/2017. Pfs and medical records received. After review of medical records for MDR reportability, pre revision medical records stated patient had adverse local tissue reaction, aseptic loosening, osteolysis, corrosion, decrease rom. There was no mention of aseptic loosening in the operative report. Lab levels were provided that confirmed elevated metal ions. The complaint was updated on: april 24, 2017

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 02/13/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, elevated ions, inflammation and limited mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). For product information received. Follow-up with the complainant has been conducted for the lot number and this information is not available.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update 10/14/2016 patient claim received. A sticker sheet was provided. Updating part and lot for the head and liner. Complaint was updated 11/10/2016. Update rec¿d 02/13/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, elevated ions, inflammation and limited mobility. Adding the stem to the complaint. Complaint was updated 02/27/2017. Update 04/11/2017. Pfs and medical records received. After review of medical records for MDR reportability, pre revision medical records stated patient had adverse local tissue reaction, aseptic loosening, osteolysis, corrosion, decrease rom. There was no mention of aseptic loosening in the operative report. Lab levels were provided that confirmed elevated metal ions. The complaint was updated on: april 24, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.